Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to the emergency room on (B)(6) 2020 at 11:45 pm due to a possible over bolus. Blood glucose level when he was admitted was 350 mg/dl. Symptoms that was mentioned was being light headed. No treatment was given at the hospital. Troubleshooting was provided for the high blood glucose. Customer was advised to monitor the insulin pump. Use of the auto mode feature was not provided. The insulin pump will not return for analysis.